Event description:
During the premature ventricular complexes ablation procedure, a display issue caused a cancellation. All ECG and ensite patches were properly placed on the patient. There was no display of ECG in navx, but it showed in claris. The cable connections were checked and the ECG and ensite patches were swapped, the amplifier and the dws were rebooted, but the issue was not resolved. When the right leg neutral electrode was disconnected there was ECG on the navx and when the right leg electrode connected impedance errors appeared.

Manufacturer narrative:
The results of the investigation were inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information received, the cause of the reported display, impedance issue and subsequent cancellation remains unknown.

Manufacturer narrative:
One ensitex surfacelink (surflink) module was received for evaluation. Based on the investigation and information provided to abbott, the root cause was attributed to an electrical open to the active belly patch pin from an undetermined event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances associated with the reported event were identified.